Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states as a consequence of the patient's orthodontic treatment with byte, they have experienced several dental issues, including severe tooth decay, root resorption, and traumatic injury to her periodontal tissues, resulting in irreversible pulpitis requiring root canal therapy. The patient is seeking a well fitted retainer from our office that will accurately fit their dental structure and protect their teeth from further damage and shifting. At check in patient marked true to periodontitis, inflammation, sensitivity, discolored, and root resorption.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.